Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Attorney alleges patient's "defibrillator leads malfunctioned and led to multiple shocks which contributed to his death on (B)(6), 2007." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary (B)(4) analysis unknown/not analyzed. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. (B)(4) battery depletion-normal.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) analysis unknown/not analyzed. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.